Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump volume was too low, although all volume settings were set to high. Customer's blood glucose was 185 mg/dl. Reportedly, customer continued to use pump for insulin therapy.